Event description:
A customer reported an issue that required system changes for proper functioning, but they declined further troubleshooting. There was no adverse impact to the customer¿s blood glucose level noted. Due to the absence of uploaded logs, the technical team could not calculate the battery depletion percentage for the reported issue, and the case was closed.